Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was being used to remove a polyp. The settings were cut 200 watts/soft coag 60 watts, effect 3. The snare adhered to the polyp tissue and they were unable to remove it. Therefore, the surgery was performed to remove the snare.

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The generator was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications on the esu. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed with the involved medical personnel on 06/29/2012. Additionally, the account will be advised to choose and adjust settings as necessary to obtain the desired tissue effect. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.